Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report of unable to shock in sync mode was concluded that the device met specifications and performed as designed. Review of the device log found no indication of a device malfunction. In order to shock in sync mode, it is required that the shock button is pressed and held until the device gives a shock on the r wave. The customer's report of low energy output was not replicated or confirmed. The device was put through extensive testing including full functional testing and multiple shock testing at various joule settings without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge and the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.